Event description:
It was reported that the time would not advance past 2:00 in 2008 on the cic. During this condition, the user was allegedly unable to print strips. No loss of monitoring nor pt injury was reported. While no loss of monitoring was experienced at this site, the reported event was caused by a known condition where the cic time master on the unity network broadcasts time changes, and the cic reflects these changes, causing multiple time requests and excessive network traffic. The condition can lead to a loss of monitoring on the unity network, which may delay recognition and treatment of a critical pt event. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.